Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was alert about a line. The device was brought down and now it was just beeping with alarm 14 (patient temperature 1 probe out of range). Mss explained that they were receiving that alert because the patient's probe was disconnected during therapy, or they were trying to start therapy without a patient temperature input. Mss had nurse to clear alert and access event log. Multiple alert 01 (patient line open). Mss explained that this alert could be tied to multiple things and that he would need to hook the device up to the calibration test unit to determine issue. Mss explained that service manual would take nurse through the procedure step by step. Biomed did not have service manual so directed them to bd target temperature management solutions web page. Per follow up information received as per biomed via phone on (B)(6) 2022, customer stated that there was no patient injury reported. Biomed was still going to run calibration.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device was operating appropriately per biomed evaluation after contacting tech support. Mss explained that this alert could be tied to multiple things. Mss explained that service manual would take nurse through the procedure step by step. Biomed did not have service manual so directed them to bd target temperature management solutions web page. (B)(6) explained to the nurse that they would have to connect the calibration test unit to the arctic sun device to determine the issue. Per follow up information received per biomed, customer stated that there was no patient injury reported. Biomed was still going to run calibration. Per follow up information received, it was reported that biomed did not find issues and was not able to replicate the reported events. Device passed calibration and was back in use. Biomed believed it could have been a user error but was unsure. It is known that the device did meet specifications and unknown if the device was influenced by the reported failure. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was alert about a line. The device was brought down, and now it was just beeping with alarm 14 (patient temperature 1 probe out of range). (B)(6) explained that they were receiving that alert because the patient's probe was disconnected during therapy, or they were trying to start therapy without a patient temperature input.(B)(6) had nurse to clear alert and access event log. Multiple alert 01 (patient line open). (B)(6) explained that this alert could be tied to multiple things and that he would need to hook the device up to the calibration test unit to determine the issue. (B)(6) explained that the service manual would take the nurse through the procedure step by step. Biomed did not have a service manual, so directed them to bd target temperature management solutions web page. Per follow-up information received as per biomed via phone on 28nov2022, customer stated that there was no patient injury reported. Biomed was still going to run calibration. Per follow-up information received via phone on 13dec2022, it was reported that biomed did not find issues and was not able to replicate the reported events. The device passed calibration and was back in use. Biomed believed it could have been a user error, but was unsure. Per follow-up information received on 14dec2022, it was not confirmed, biomed thinks it may have been user error since they were not able to replicate the reported event.